Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm model#: sc-4316, lot #: 18663596 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to experiencing extreme pain. It was noted that the physician did not think that pain was device related but the patient believed it might be. The patient underwent an explant procedure. No device malfunction was suspected.